Event description:
Medtronic received info that the guide attachment tip of this ablation device detached from the prod during use. As the device was removed from the pt, it was observed that the plastic tip had detached. The component was retrieved, and a similar device was used to complete the procedure. No adverse pt effects were reported.

Manufacturer narrative:
Evaluation method: device history reviewed. Results: other = device history review found the product met specifications when released for distribution. Analysis: reason for return was confirmed. Visual inspection shows one of the hooded shroud was completely detached from jaw tip. Further inspection shows adhesive residue was present on both jaw tip and hooded shroud. Unable to determine the cause of detachment. Conclusion: the customer complaint was confirmed. Analysis could not determine the cause for the detachment as adhesive residue was present on the plastic tip, but user interface likely contributed to the event. Medtronic will continue to monitor field performance to detect similar events. No adverse pt effects were reported.